Manufacturer narrative:
An event regarding pain and stiffness involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and stiffness is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It is reported that the patient was notified of recall in (B)(4) 2012. The patient has had pain and stiffness on the left side off and on for the past year. The patient is scheduled for medical testing.

Event description:
It is reported that the patient was notified of recall in july 2012. The patient has had pain and stiffness on the left side off and on for the past year. The patient is scheduled for medical testing.